Manufacturer narrative:
As reported, a patient had placement of a trapease inferior vena cava (ivc) filter. Per the implant records, the indication was pre surgical with a history of deep vein thrombosis (dvt). A venocavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position. There were no reports of complications. The filter malfunctioned including ivc perforation and tilt. It is reported that the patient is deceased; however, no cause of death has been provided. Approximately two months after implant, the patient had a right total knee arthroplasty (tka). Per the patient profile form (ppf), the patient is deceased. A certificate of death was received; however, the immediate cause of death and the underlying cause of death are unknown as the information was redacted (crossed out) on the document. A history of gastroesophageal reflux disease (gerd) and dvt was listed as other significant conditions contributing to the death. The next of kin reports perforation of filter struts outside the ivc, filter tilting and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Death is a known potential adverse event associated to the use of ivc filters; however, in this case there is insufficient data to assign a cause of death, and the fatal outcome may be attributable to patient, pharmacologic and/or device related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to physical and emotional damages from the medial filter strut piercing (15.9mm) the wall of the inferior vena cava (ivc), the posterior medial filter strut piercing the wall of the ivc (9.9mm), the anterior medial filter strut piercing the wall of the ivc (15.9mm), the posterior filter strut piercing the wall of the ivc (16.9mm), the lateral filter strut piercing the wall of the of the ivc (16.9mm), in addition to posterior tilting (27 degrees) of the ivc filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. The information provided mentioned that the patient is deceased; however, a cause of death has not been provided as such a relationship between the event and the device cannot be established. Per the implant records the patient was reported to have a history of deep vein thrombosis (dvt); was being prepped for knee replacement surgery and placement of the inferior vena cava (ivc) filter was requested. The right groin was prepped and draped. Under ultrasound guidance, a needle was advanced into the right common femoral vein. A guidewire was then advanced through the needle into the inferior vena cava. Venography was completed identifying the renal veins. A trapease filter was then advanced under fluoroscopic guidance and successfully deployed in the immediate infrarenal ivc. There were no reports of complications. Approximately two months after the filter was implanted, the patient underwent a total knee arthroplasty (tka) for right knee degenerative joint disease and significant knee pain. According to the information received in the patient profile form (ppf), the patient is deceased. A certificate of death was received; however, the immediate cause of death and the underlying cause of death are unknown as the information was redacted (crossed out) on the document. A history of gastroesophageal reflux disease (gerd) and dvt was listed as other significant conditions contributing to the death. The next of kin reports perforation of filter struts outside the ivc, filter tilting and anxiety, becoming aware of these events approximately four years and six months after the filter implantation.